Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a shorted capacitor, designator c76 on the digital pcb assembly. This capacitor, designator c76 on the digital pcb assembly being shorted, caused the internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger to deplete. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had the charge-pak, attention and service wrench icons in the readiness display. A third-party service agent report that the charge-pak battery charger was then replaced, but it would not charge the internal hybrid layer capacitor (hlc) batteries anymore. The device could not be powered on. There was no patient use associated with the reported event.